Event description:
A hospital reported via our distributor that an rt210 adult breathing circuit that had been in use for 3 weeks was over heating. It was further reported the breathing circuit had a high resistance. No patient consequence was reported.

Manufacturer narrative:
The device has recently been received for inspection, and an investigation is currently underway. We will provide a follow up report with the results of our investigation.